Manufacturer narrative:
(B)(4). The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that during implant, high capture thresholds were observed. The device was not implanted and was replaced. Patient condition was good post procedure.